Event description:
Procedure: breast biopsy with needle guided localization. During the process of removing the guide wire the tip (of the guide wire) broke off, leaving the tip, either embedded in the tissue sample, or within the pt's remaining tissue. Initial event noted. No further events noted for four months. Then six (6) of ten (10) cases involving this procedure/equipment, had the tip of the guide wire break off.